Event description:
Niece called to report customer's death. Customer was in a diabetic coma. The cause of death was heart failure and type 1 diabetes. Customer was wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.